Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/13/2017 with the following findings: investigation revealed a battery compartment crack. A colder-solder issue was found on the solder connection between the continuous-glucose-monitor transceiver and the printed circuit board. A test continuous glucose management (cgm) transmitter successfully paired with the pump and was able to calibrate appropriately. The transmitter and test pump were exercised successfully and performed within specification; no issues or alarms were experienced. The cgm¿s blood glucose reading accuracy was found to be within specification. (B)(6).

Event description:
The pump has been returned to animas. Investigation revealed a battery compartment crack. A colder-solder issue was found on the solder connection between the continuous-glucose-monitor transceiver and the printed circuit board. This report is made based on results of the investigation performed on 09/13/2017.